Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and dissected to confirm the seal inside the sheath was bunched. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and identified another event reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that aan arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a transcatheter aortic valve replacement (tavr) procedure. This was the smaller access site with a maximum sheath size of 6f. Reportedly, the proglide device would not backload onto a 0.035" guide wire. A second 0.035" guide wire was attempted and the proglide device would not backload. A second proglide device was used and successfully backloaded on the 0.035 guide wire to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.